Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was found to have a broken molded insulator on the upper jaw. The broken piece measures approximately 2.90mm x 7.85mm and was not returned with the instrument. The grip base for the grip with the cracked molded insulator does not appear to be bent. The instrument was found to have a detached fragment. The fragment broken off from the instruments molded insulator. The broken piece was not returned with the instrument.

Event description:
It was reported that during a da vinci-assisted urethroplasty surgical procedure that the tip of the fenestrated bipolar forceps (fbf) instrument broke. The procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the surgeon was reportedly using the instrument incorrectly, which caused the tip to break.